Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Concomitant bwi products; product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow irrigation pump; us catalog # cfp002; serial # (B)(4). Product: carto 3 system; us catalog # fg540000; serial # (B)(4). Product: soundstar 3d diagnostic ultrasound catheter; us catalog # sndstr10; lot # 0110846835000139. Product: thermocool smart touch bi-directional navigation catheter; us catalog # d132705; lot # 16053088m. Product: ez steer nav bi-directional electrophysiology catheter; us catalog # bn7tcdf4l; lot # 16090710m. (B)(4).

Event description:
It was reported that the patient, underwent a left idiopathic ventricular tachycardia (vt) procedure with a thermocool sf nav bi-directional catheter and suffered a vt episode, while mapping pvc's in the lv, rendering the patient unresponsive. They performed several cardioversions and the patient required airway support. The patient stabilized and was sent to the cardiac care unit (ccu) for observation. The product has not been returned. The product investigation is pending. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.